Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrodes.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize the connection) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the monitor's electrode belt receptacle has a bent pin not allowing the connector to seat correctly. The root cause for the damaged receptacle was excessive force. There were no adverse events associated with the damaged monitor.